Event description:
On an unknown date following an intravascular procedure an angio-seal was placed in a patient's groin. Reportedly, post procedure the patient showed signs and/or symptoms of vessel occlusion. No other information is known at this time. After numerous attempts for additional information, the nature of the event and the name of the inserting physician was the only information that was made available to the manufacturer.